Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low to 47 mg/dl. She stated that she experienced symptoms of eye pain and feeling hot. The customer declined troubleshooting for low blood glucose and treated with glucose tablets. The insulin pump was not replaced or returned.